Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter broke. A 12/25 expel¿ drainage catheter with twist-loc¿ hub was selected for a chest drainage or abscess procedure. During the procedure, the catheter broke in two different places inside the patient. The physician intervened with a snare and tried to get the broken catheter out the looped end. It was successfully retrieved out from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed. The device was returned in three separated sections with evidence of cracks along the device, no other damages or anomalies were noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter broke. A 12/25 expel¿ drainage catheter with twist-loc¿ hub was selected for a chest drainage or abscess procedure. During the procedure, the catheter broke in two different places inside the patient. The physician intervened with a snare and tried to get the broken catheter out the looped end. It was successfully retrieved out from the patient. The procedure was completed with a different device. No patient complications were reported.